Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position, the 16f esheath+ was noted to have a distal tip tear due to "a tine on the valve snagging the distal tip". It's noted there was some resistance as the operator felt a "pop" when the crimped valve was advancing through the distal portion of the esheath+. There were no patient injuries, and they were in stable condition following implant.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The returned devices were visually examined, and the following was observed: liner fully expanded as designed. Distal tip torn radially along distal liner edge and axially; hdpe stretching along tear; soft tip damage/stretching; distal tip partially open along axial scoreline. All scorelines (radial, axial, angled) present. The 3mensio imagery was provided and the following was noted: patient's right access vessel showed the presence of calcification and tortuosity. The complaints for sheath distal tip torn and resistance between system components - difficulty advancing through sheath were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors'such as challenging anatomy or non-coaxial advancement angles 'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.